Event description:
Intraaortic balloon pump functioning on pt with cord plugged into red outlet. Nurse left room, came back 15 min later and found console blank. Unit not functioning new console changed. No further difficulty. Prior to changing out console, switched to different outlets. No injury to pt.